Event description:
It was reported that during a da vinci-assisted gastric bypass reversal revision surgical procedure, the blue fiber cable (bfc) was stepped on and accidentally snagged from the back of the patient side cart (psc), causing damage and exposing the bfc's wiring. Customer stated that they were unable to remove the end of the bfc from the psc optical receptacle. Tse advised trying and remove the broken end of cable from receptacle by lifting the dust cap, using a q-tip and slide out the broken bfc end. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a metal sheath lodged in the patient side cart (psc) fiber port and a damaged blue fiber cable connected to the vision side cart (vsc) and psc. As a field scrap item, the blue fiber cable was replaced and scrapped. It will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to damage during use, which may result from straining or rolling over the blue fiber cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the blue fiber cable.